Event description:
It was reported that: "surgeon was doing a long gamma nail on the patient for a femur fx. The incorrect nail was opened and attempted to be implanted. This caused further fracturing according to the surgeon before he realized it was the wrong sided nail. He removed the nail and implanted the proper sided nail, fixing the fracture."

Manufacturer narrative:
Device will not be returned for evaluation as it was retained by the surgeon. Additional information such as catalog number and lot number has been requested, and if received will be provided on a supplemental report.